Event description:
Spontaneous call from patient who reported when she tried to inject using the whisperject device but the syringe did not inject on (B)(6) 2023 and was exposed to air, and as per the myan manufacturer, she was told the syringe is not good to use since it was exposed for so long to air. There was no missed dose, she used todays dose (B)(6) on (B)(6) 2023, the next dose is monday, she had 5 syringes on hand and should have 6. This is from the (B)(6) 2023 shipment, no adverse event reported, unknown if patient has defective device on hand. Unknown start date of therapy. Reported to (B)(6) by health professional.